Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The pod was reportedly leaking and the patient's blood glucose levels reached 33 mmol/l (594 mg/dl) while wearing the pod between 24 and 36 hours. The patient was treated with insulin and fluids at the ER. The patient was released after a couple hours.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No abnormalities were seen in the download data. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. A leak test was performed by manually occluding the distal tip of the soft cannula and no leaks were observed throughout the entire fluid path. The pod was found to function as intended with no evidence of any damages or manufacturing malfunctions that would result in device leaking fluid.